Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the patient became unstable and hypotensive. 4 separate deployment attempts were made, however each deployment attempt became positioned at a depth of 6-8 millimeters (mm) on the non-coronary cusp (ncc) and 10-12 mm on the left coronary cusp (lcc), which were considered unacceptable deployment depths. Subsequently, another valve and delivery catheter system (dcs) were prepped while the valve remained at 80% deployment following the 4th deployment attempt. While prepping the second valve and dcs, the patient continued to decompensate, requiring the administration of vasopressors. One final deployment attempt was made with the initial valve, resulting in a successful deployment at 4 mm on the ncc and 6 mm on the lcc. The second valve and dcs were ultimately not inserted into the patient, and the patient was transported to the ICU. Per the physician, the patient's large native annulus and flared left ventricular outflow tract contributed to the event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-34, serial/lot #: (B)(6), ubd: 05-feb-2028, UDI#: (B)(4) h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.